Manufacturer narrative:
(B)(4). Incidents involving medical devices mfg by arjo (B)(4) will be reported by us, the legal MFR, arjo (B)(4) on behalf of our sales and distribution company in the (B)(4), arjo (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
As stated by the customer on (B)(6) 2010: resident slipped down which made the alenti slightly tipped over to the left, whereupon carer could hold the alenti. However, resident has fallen onto the floor on her dress/bottom in which she hurt her tail bone. (B)(4).